Event description:
It was discovered that the patient presented in clinic. It was discovered that the right ventricular (rv) lead was exhibiting high capture threshold. The patient was in stable condition.